Event description:
The customer discontinued use of the homechoice (hc) machine and returned it to baxter tampa bay. The product analysis laboratory (pal) determined the hc machine system failed rite (returned instrument test/evaluation) testing due to a rite - therapy monitored volume failed performance spec. The fill 1 volume equaled 834.1ml, the drain 1 volume equaled 834.0ml, the fill 2 volume equaled 831.8ml, the drain 2 volume equaled 831.9ml. A test failure was found during service; there was no patient involvement.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by the product analysis lab (pal). The pal evaluated the device for the issue of failed homechoice (hc) return instrument test/evaluation (rite) failed functional test for rite - therapy monitored volume failed performance specification. Internal and external inspection was performed and passed. A volumetric accuracy test was performed and failed. A test article door piston foam was installed and the manual volumetric accuracy test passed. The original door piston foam was placed back into the device and the manual volumetric accuracy test failed. A manual temperature test was completed and passed specifications. The cycler remote toolbox (crt) was used to diagnose the pneumatic system. The crt revealed no leak and all pressures were correct and stable. An inspection of the door assembly found the door piston foam deteriorated. The assignable cause for the additional issue rite volumetric accuracy failure was determined to be caused by deteriorated door piston foam. Pal has identified piston foam to be scrapped. Correction to the device will be performed during service.